Event description:
Additional information received reported the patient was "fine" and receiving therapy.

Manufacturer narrative:
Product ID: (B)(4), lot#: va00sw8, serial#:, implanted: (B)(6) 2012, explanted:, product type: lead. Product ID: (B)(4), lot#:, serial#: (B)(4), implanted:, explanted:, product type: programmer. (B)(4).

Manufacturer narrative:
Analysis of the lead found the conductor at the distal end broken. Analysis of the stimulator found a setscrew cross-threaded.

Event description:
It was reported that the patient was not getting relief from her symptoms. An impedance test detected values of greater than 4,000 ohms on all electrodes. It was noted that the "battery screw wouldn't screw into the lead". An x-ray taken indicated that the lead had moved/kinked. It was planned that the physician was to do a complete revision. No patient injury was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.